Event description:
A report was received that during a lead revision procedure one of the patient¿s lead appeared damaged upon examination. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that every part of the old lead was explanted.

Event description:
A report was received that during a lead revision procedure one of the patient¿s lead appeared damaged upon examination. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the lead did not appear to be damaged before surgery. Sc-2408-56 (sn (B)(4)): device evaluation indicated that the lead complaint has been confirmed. Visual inspection found that electrode # 2 on the distal end was missing. Also visual inspection revealed that the distal end electrode #7 was scratched. Review of the device history record revealed no anomalies when the lead was manufactured. The cause of the lead damage couldn't be determined.

Event description:
A report was received that during a lead revision procedure one of the patient¿s lead appeared damaged upon examination. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.